Event description:
It was reported that during inspection, the cs300 intra-aortic balloon pump (iabp) doppler blood flow meter cannot measure. There was no health damage reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
After further review, it was determined that the complaint is not valid as doppler function/probe related issue is not a getinge complaint. Therefore, no follow-up report is necessary.

Event description:
N/a.